Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. It was noted there were physical changes in the breast (slight asymmetry and a dimple in the breast). The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; d9; h3; h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as unidentified (tear) opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. It was noted there were physical changes in the breast (slight asymmetry and a dimple in the breast). Device has been explanted.